Event description:
It was reported that, "patient kicked directly in hip by a cow resulting in liner breakage.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.